Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was duplicated and the monitor board was replaced to resolve the malfunction. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "internal error occurred - system reset required" message. Complainant indicated that there was no pt involvement in the reported malfunction.